Event description:
The customer reported the unicel dxc 880i synchron access clinical system was leaking. Customer reported the leak was uncontained and leaked to the floor under the reagent carousel. The leak fluid was colorless and odorless. The volume was about 500 milliliters. Customer reported no erroneous results have been generated. No exposure was reported. Customer was wearing gloves and laboratory coat.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed the leak from a loose fitting of the cuvette wash station. The leak was determined to be deionized (di) water. The fse tightened the loose fitting to resolve the leak, no further leaking was observed.